Event description:
In 2009, the lay user/pt contacted lifescan (lfs). The customer care advocate (cca) noted that the pt's one touch ultra2 meter was powering off during use. According to the customer care advocate (cca), the battery was not replaced per the owner's manual and the pt did not have a replacement battery for troubleshooting. The pt alleged that he was hospitalized as a result of not being able to test. The medical surveillance specialist (mss) spoke with the pt the following month, to obtain/verify the following info. The pt tests once a day and manages his diabetes with metformin. On an unspecified date in late 2008, the pt started to have issues with his meter. He denied having a power issue with the meter; instead, he stated that his meter would not count down after he applied the blood to the test strip. After a week of not being able to test, he started to feel weak. He went to the hosp as a result of his symptoms and reportedly discovered that his blood glucose levels were elevated. His blood glucose test result was about 238 mg/dl on the hospital's device. The pt was hospitalized for 4 days, and was treated with IV fluids and unspecified medications. Although the pt's symptoms do not meet the criteria for a serious injury, this complaint is being reported because, the pt allegedly was hospitalized approx 1 week after not being able to test on his meter. Replacement product were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.